Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement time (ert). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, it was reported from the field that the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. At the previous follow-up (B)(6) 2019, the device longevity remaining was about 2.5 years. However, the device declared end of life (eol) in (B)(6) 2020. Boston scientific representative explained that the high power consumption was possibly due to programming options. Subsequently, the device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. At the previous follow-up in (B)(6) 2019, the device longevity remaining was about 2.5 years. However, the device declared end of life (eol) in oct 2020. Boston scientific representative explained that the high power consumption was possibly due to programming options. Subsequently, the device was explanted and successfully replaced. No additional adverse patient effects were reported. At this time, the product has been returned, investigation will be performed and this report will be updated.